Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigations, the cause of the burnt plastic distal end cover was likely due to a high-energy endo therapy accessory that was used without ensuring a sufficient distance from the distal end. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "bf-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope", and preventative measures in "bf-1th190 operation manual: chapter 4 operation:4.3 using endo therapy accessories". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burnt and melted distal end plastic cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.